Manufacturer narrative:
Additional pro-codes: hty, jdr; mbi; hwc investigation summary: the complaint device was received and evaluated. Visual observation confirms the distal tip of the anchor is broken, but is held in place by suture. When observed under magnification, no structural anomalies were observed that could have contributed to this failure. Anchor breakages are typically associated with off axis insertion, levering during insertion, hard bone quality or using incorrect instrumentation for preparing bone hole. The possible root cause for the reported failure could be attributed to user mishandling of the device. However, from the given information the definitive root cause cannot be determined. No non conformances were identified for this part number, lot number combination per qlik query executed on 08/05/2019. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history: lot no non conformances were identified for this part number, lot number combination per qlik query executed on 08/05/2019. UDI #: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales rep via phone that during a rotator cuff repair procedure the distal tip of the customer's 5.5mm healix peek anchor with orthocord broke upon insertion. The sales rep stated that the surgeon was off axis. The procedure was completed with another like device using the same bone hole with no patient harm or surgical delay to the casee. The sales rep stated that no debris was left in the patient. The patient's bone quality was average. The device will be returning for evaluation. This report is 1 of 1 for (B)(4).